Event description:
Medtronic received information that this bioprosthetic valve, implanted 41 months, was explanted.

Manufacturer narrative:
Evaluation method code: other = device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion code: cause of event cannot be determined. Analysis: the valve was not returned to medtronic's quality laboratory. Conclusion: the device history record was reviewed, and showed that this valve met all manufacturing specifications for products released for distribution. No issues were identified that would have impacted this event. Without the return of the valve for evaluation, no definitive conclusion can be drawn regarding the performance of the valve. Should the valve be returned for analysis, a follow up report will be submitted.